Manufacturer narrative:
Continuation of d10: concomitant products d information references the main component of the system. Other relevant device(s) are: product ID: 9735521ent ubd: unknown, no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while the side emitter was plugged in, the system displayed localizer faulted. The breakout box displayed an amber light while the side emitter was plugged in. The local representative (cc) plugged the flat emitter into the same port and issue did not persist. There was no patient involvement.

Manufacturer narrative:
H3/h6: the system was serviced in the field and the emitter was replaced. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735521, serial/lot : 603009648, ubd: unknown, UDI: unknown h3: analysis was performed for product 9735521, lot number: 603009648. It was reported that there was no issue. The side emitter was tested on our lat station for an overnight burn-in test and displayed all green status for the duration of the test. The emitter was fully functional. Previously coded b01 is applicable, and newly coded c19 and d14 are applicable as well to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the product ID: 9735521, lot number: 603001891, returned to the manufacturer for analysis. In summary, the reported issue was able to be duplicated. The side emitter was found to not function as intended. The "em" and "tca" displays were faulted in "lat". Additionally, the emtesting returned a "tca rom" fault. Previously reported codes b01 and d02 are applicable as well as newly reported code, c02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.